Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph of a used set was provided for investigation. Upon evaluation of the picture, the sample was noted to be used and a detachment between the check valve and caresite valve was observed. The reported concern was not confirmed to be a manufacturing defect. The most probable cause was determined to be due to increased force against the rigid-to-rigid joint. Per the manufacturer, clinical staff should use caution when handling the valves. When attaching/detaching additional devices to the y-site, users should only grip the caresite valve and avoid squeezing the subassembly where the caresite and backcheck valve are bonded together. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: space IV tubing leaked at upper y site. Detailed inquiry description: we had a chemo spill today related to a primary tubing leak. The nurses noticed the leak, clamped the tubing, and then when taking the tubing/chemo down to place it in a biohazard bag, the area of the leak simply came apart. No injury reported.